Manufacturer narrative:
Model number/catalog number: 72400024, serial number: (B)(4), batch/lot number: 141161005, expiration date: 06/17/2021, description: balloon fgs 61-70 cm, UDI #: (B)(4), manufacture date: 06/17/2016. Model number/catalog number: 72404127, serial number: (B)(4), batch/lot number: 143094006, expiration date: 07/14/2017, model/catalog description: control pump fgs iz, UDI #: (B)(4), manufacture date: unknown.

Event description:
It was reported the patient experienced cuff erosion. The patient had the artificial urinary sphincter removed. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted later on (B)(6) 2019 . No further complications were reported. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the erosion was beneath the previous cuff on the urethra. The erosion was treated with the removal of the device and reimplant after several months. The patient had no additional symptoms after the new device was implanted.